Event description:
The customer reported 12 lead ECG falls and can be started again only after having switched off and switches on the mrx. There is no reported negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported 12 lead ECG falls and can be started again only after having switched off and switches on the mrx. There is no reported negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.